Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were firing across the pancreas in a laparoscopic distal pancreatectomy, the device only got half way through and the handle cracked. This caused the distal part of the staple line to be incomplete. They retracted the knife blade and used a second reload and tested it, and it was able to fire all the way through. They then used a new handle and the second reload to resolve the issue. There was no patient injury.